Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient had blurry vision. The iol was exchanged for another company lens. Additional information has been requested, received and stated the patient symptoms were resolved.

Manufacturer narrative:
The lens was returned on a white triangular shaped piece of medical sponge in a clear plastic bag. Solution was dried on the lens. The optic was cut into pieces, typical in appearance to damage created to remove a lens from the eye. The posterior optic surface has a long, thin scratch mark. The anterior optic surface has scratches that begin near the optic edge and travel inward. Information was provided that indicated a qualified cartridge and handpiece were used with a non-qualified viscoelastic. The root cause cannot be determined for the reported complaint of "explant; blurry vision". The explanted lens was returned in pieces, typical of damage created to remove a lens from the eye. Additional optic damage was observed. Each lens was subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. The power and resolution of the returned lens could not be re-evaluated due to the optic damage. The company 20.5 diopter (1.5 extended depth of focus) lens was removed and replaced with a non-company monofocal lens, 21.5 diopter. This information that a company extended vision lens was exchanged for a monofocal lens one diopter different would suggest that the replacement lens was an improved selection for this patient's vision needs or preferences. The manufacturer internal reference number is: (B)(4).